Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 12 mm promus premier¿ drug-eluting stent was advanced to treat the lesion; however, during delivery, it was noticed that the stent was damaged due to calcification. No patient complications were reported.